Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a posterior stabilization for trauma procedure, the surgeon attempted to complete a final tightening. The instrument did not torque off the set screw with the viper prime set screw inserter. It appeared to be burred. Another set was then used and the set screws were able to be torqued off. There was no adverse consequence. A five (5) minute surgical delay was reported. The procedure was successfully completed. Concomitant device reported: unknown setscrews (part#: unknown, lot#: unknown, quantity: unknown). This report is for one (1) viper prime set screw inserter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: received photographs were reviewed and it was noticed that the tighten are of the viper prime set screw. Inserter (286750070) is worn and burred. Therefore preventing the torqueing off of the set screw. The lot I/d is (1)mf2420701. Thus this complaint is due to wear and tear. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history record (DHR) could not be performed as no manufacturing records could be found for this part # 286750070 / lot # mf2420701 combination. If further information becomes available, this DHR can be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.